Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s newest pump indicated eri was in twenty-five months. When told it would begin to alarm at that point, the patient stated that ¿it did that before and they got really sick¿. They wanted to be sure so they could schedule a month ahead so ¿they could get in there and not get sick¿. The patient noted their pump lasted four years, though per the manufacturer¿s device registry it was implanted for about five and a half years (65 months). The medication used within the system was unknown.

Event description:
Additional information received reported that the patient had never been able to hear her alarm and ¿the first time¿ her pump ran out she ¿got real sick¿ and didn¿t know it had been ¿out¿ for 3-4 days. The second time when she went to get a refill ¿they found it.¿ it was unclear if this was one or two occurrences of empty reservoir but it was noted that it happened when she ¿had the very first one put in.¿ it was noted that the device ¿only lasted 3 years.¿ the drug infused a the time of this event was not known. Unable to follow-up with contact information provided, no additional information was obtained.

Event description:
Previously reported information (additional information received reported that the patient had never been able to hear her alarm and ¿the first time¿ her pump ran out she ¿got real sick¿ and didn¿t know it had been ¿out¿ for 3-4 days. The second time when she went to get a refill ¿they found it.¿ it was unclear if this was one or two occurrences of empty reservoir but it was noted that it happened when she ¿had the very first one put in.¿ it was noted that the device ¿only lasted 3 years.¿ the drug infused a the time of this event was not known. Unable to follow-up with contact information provided, no additional information was obtained.) Was reported in error, and applies to manufacturer report 3004209178-2013-15178. The correct additional information for this event was received and reported that the patient was going in for a replacement pump the next day, (B)(6) 2013, and that her ¿sheet¿ said 23 months. It was also noted that she was told that her pump was ¿going to expire in august or september of this year¿ it was not clear who told the patient that. It was then stated by the reporter ¿maybe she misunderstood.¿ the patient was afraid of the pump stopping and that she had ¿never¿ been able to hear the alarm and that she didn¿t want to replace the pump if she didn¿t need to. The device system was used to infuse dilaudid. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: 1998-(B)(6), product type catheter. (B)(4).